Event description:
Spontaneous communication: received call from (B)(6), {(B)(6) home health rn), who reported that 50- 60ml syringe keeps popping out of freedom pul1lj for patient's hizentra infusion. Counseled (B)(6) to manually push patient's infusion at a rate of 1ml every 2 to 3 minutes. Scheduled pump return box and send out new pul1lj. The syringe popped out while patient was trying to infuse the hizentra, no injury to patient, the patient was advised to infuse hizentra via manual push until a new freedom 60 pump was shipped to them on 8-3-2022. No adverse event reported. Unknown if patient missed any doses. Unknown if fault occurred during use with patient indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to cvs/caremark by: patient/caregiver.